Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR number; device 1 of 2: 1627487-2019-04451. It was reported the patient did not receive effective therapy due to high impedances. As a result, surgical intervention took place to replace the extensions, which resolved the issue.